Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a healthcare provider (hcp) indicating that the patient had a lot of trouble with their remote connecting to the device and trouble using the device. The hcp noted that the patient did not report something moving to them. The hcp reported that the system was removed due to lack of efficacy, and the representative was given back the controller. The hcp reported that the cause of the inability to increase amplitude was that the controller had difficulty communicating and would not allow adjustment. The hcp reported that they did not know the cause of the batteries expiring quickly, and the batteries were changed to resolve it, noting the communication was variable and the device was removed. No further complications were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a trial patient who was using an external neurostimulator (ens) for urge incontinence. It was reported that when attempting to increase stimulation on the device, the amplitude was unable to be increased. When directions were provided on how to unlock the device and increase stimulation, the patient had trouble following them. It was noted that the trial began on (B)(6) 2018. On (B)(6) 2018 the patient reported that their stimulation was uncomfortable, and they were unable to do the troubleshooting as the device would not turn on. The patient noted they had someone coming over, so they would call back then to get it adjusted. On a second call the patient again reported uncomfortable stimulation and asked for assistance in turning it down. The patient was assisted with decreasing stimulation and stated they were feeling stimulation. On (B)(6) 2018 the patient reported that when they sat down the day before, something happened that made their stimulation uncomfortable, and they thought maybe something moved. The patient also reported that the morning of the report they had blood in the area of the incision. The patient noted that had turned their stimulation off. The patient was redirected to their healthcare provider. On (B)(6) 2018 the patient reported that they had turned off the stimulation because it was causing their legs to feel very uncomfortable, and they believed something happened when they sat down the other night. It was reviewed how to turn off the ens itself. The patient was advised to follow up with their healthcare provider. On (B)(6) 2018 the patient noted that their device had been off and not working since (B)(6) 2017. The patient noted that the batteries were dying, and someone told them that they could change them in the programmer and their ens. The patient stated that the controller said the batteries were dying and they were not able to get this back on. The patient was advised to contact their healthcare provider. No further complications were reported.